Event description:
It was reported that during surgery, the two loop retrievers of the meniscus mender, were disassembled between head and shaft when the device was being used. Pieces felt inside the patient but they were all removed. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery, the two loop retrievers of the meniscus mender, were disassembled between head and shaft when the device was being used. Pieces felt inside the patient but they were all removed. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available.

Manufacturer narrative:
One 7209485 disposable meniscus mender ii set was returned for evaluation. Visual assessment confirmed the complaint. The loop meniscal were broken from the bottom. To avoid components from shifting within the package, individual component storage cradles are intentionally snug. Use of the distal end (head) to remove snare loops from the tray may result in weakening, bending or complete fracture between at the head and shaft connection. Proper method of retrieval is to push and pop the head of the component from the back of the cradle. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation although the condition was confirmed during further investigation by engineering. This resulted with initiation of a corrective action and potential process change. Engineering evaluation confirmed the product met specifications at the time of distribution. Allegation rate of occurrences continue to be monitored via surveillance.

Manufacturer narrative:
H10, h3,h6 the reported disposable meniscus mender ii kit, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. However, a trend of this nature has been observed with this product in the field, prompting a root cause investigation. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.